Manufacturer narrative:
Investigation summary: bd received both 'used' and 'unused' samples as well as photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for low draw volume with the incident lot was observed. The 'used' customer samples were evaluated and evidence of low draw volume was observed as well. The 'unused' customer samples were draw/fill tested under pressurized conditions and a mixture of tubes generated either no draw (no vacuum) or the expected draw volume (within specifications). Additionally, retention samples were selected from bd inventory for draw/fill testing and upon completion, no issues were observed as all retain samples met specifications. Furthermore, a review of the manufacturing records was completed for the incident lot and no issues were identified. Based on evaluation of the customer photos and received 'used' samples, the customer¿s indicated failure mode for low draw volume with the incident lot was observed. Testing of the customer 'unused' samples was conducted and tubes either had no draw volume (no vacuum) or drew within specifications (expected vacuum). Additionally, testing of the retain samples was conducted and no issues pertaining to the draw volume was observed as all retain samples met specifications. Based on the investigation, a root cause could not be determined.

Event description:
It was reported that during blood draw of the bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure, the nurse experienced low draw. A total of two patients experienced this issue. No reports of serious injury or medical intervention noted.